Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia while treating for a low, the insulin pump began giving micro boluses. Customer¿s blood glucose was 45 mg/dl at the time of incident and customer went up to peak of 109 mg/dl. Blood glucose rise from 45 mg/dl to 100 mg/dl. Customer¿s other relevant blood glucose level was 65 mg/dl. Customer treated low blood glucose level was glucose tablet. Customer was using auto mode feature on insulin pump. The insulin pump will be and reservoir will not be returned for analysis. Ozp-mmt-7020-snsr, frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.